Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box, within sealed pouches, and within dispenser coils. ¿ damage location details: no bends or kinks were found with the pipeline flex pusher. The pusher resheathing pad, sleeves, and tip coil were found in good condition. The pipeline flex braid was returned detached from the pusher. Therefore, the proximal and distal ends could not be identified. Both ends of the braid were found damaged (frayed). The braid middle was found fully open. The phenom 27 catheter hub was found in good condition. No bends or kinks were found with the phenom 27 catheter body. No damages were found with the phenom 27 catheter distal tip. ¿ testing/analysis: the phenom 27 catheter was flushed, water exited from the distal tip. An in-house 0.0265¿ mandrel was inserted through the phenom 27 catheter without issue. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete to open at middle section¿ could not be confirmed. Possible causes of ¿failure/incomplete to open at middle section¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. It was reported the pipeline was not positioned in a bend, no damage was found with the middle of the braid, and the vessel tortuosity was moderate. Therefore, patient vessel tortuosity, damaged braid, and user deploys braid in vessel bend were ruled out as potential causes. The cause for the reported failure to open could not be determined. No defect was found with the returned phenom 27 catheter that would have contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped pipeline failed to open. The guidewire was pushed the stent catheter phenom27 in place. The stent was delivered and everything went well. The tip end of the stent was opened smoothly, pull-back positioning, and distal anchoring went smoothly, but it consistently failed to open at the cavernous sinus. The surgeon repeatedly adjusted many times, more stents were deployed, the tension was increased and decreased. It was pushed and pulled, and was swung. But no matter how to operate, there was no good way to solve the situation that the stent could not be opened, therefore, the whole of it was withdrawn. Using a new phenom27 and a ped, and the final result of the surgery was satisfactory. The middle of the pipeline failed to open. The pipeline was not positioned in a bend. It was not stuck in the capture coil. Less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. Additional steps were taken to open the pipeline. The longer distance was deployed, its whole tension was increased and decreased. It was pushed and pulled, and was swung. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccular cavernous sinus segment multiple aneurysm in the right side internal carotid artery ophthalmic artery. The mx diameter was 4mm and 3mm. The neck diameter was 3mm and 2mm. The distal landing zone was 3.1mm and the proximal landing zone was 4.5mm. Vessel tortuosity was moderate. Vessel tortuosity was moderate. The access vessel was the femoral artery with the diameter of 5mm. Dual antiplatelet treatment was administered. Angiographic result post procedure was blood flow was smooth, but the stent was opened and adhered to the wall was not quite satisfying. No patient symptoms or complications were reported. Ancillary devices: penumbra neururon max 6f USA penumbra company neuron max 6f) guide catheter, f 115f (tong bridge silver snake intermediate catheter, 5f 115f) microcatheter, phenom27 lot oc21-017 catheter, sychro 0.014 guidewire.